Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2, row b would not detect any pockets. The field service engineer (fse) inspected the machine, re-seated row board cables, removed all pockets, and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus and drawer failed to stay open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.